Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter was no longer providing power to a controller. The controller ac adapter was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed because the device was not returned for evaluation. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited to, a faulty internal component and/or due to an open circuit along the output cable. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the controller lost power while the controller ac adaptor was connected. The controller ac adaptor was replaced. No patient complications have been reported as a result of this event.